Event description:
It was reported that the catheter body separated from the extension line during use. The patient developed hypovolemic shock and lost 700cc of blood, but recovered after receiving 2 units of packed red cells and colloid infusion.